Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and a bd alert was triggered. Premature battery depletion was suspected. Data analysis was performed, and technical services indicated that the power consumption for this device has been increasing abnormally. Recommendations were made to replace the device due to this anomaly. Subsequently, this device was explanted and replaced. There were no additional adverse patient effects reported. The device is expected to return for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and a bd alert was triggered. Premature battery depletion was suspected. Data analysis was performed, and technical services indicated that the power consumption for this device has been increasing abnormally. Recommendations were made to replace the device due to this anomaly. Subsequently, this device was explanted and replaced. There were no additional adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and a bd alert was triggered. Premature battery depletion was suspected. Data analysis was performed, and technical services indicated that the power consumption for this device has been increasing abnormally. Recommendations were made to replace the device due to this anomaly. There were no adverse patient effects reported. The physician will notify the local boston scientific representative of any changes. This device remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and a bd alert was triggered. Premature battery depletion was suspected. Data analysis was performed, and technical services indicated that the power consumption for this device has been increasing abnormally. Recommendations were made to replace the device due to this anomaly. There were no adverse patient effects reported. This device remains in-service.